Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with significant glare/starburst and decrease quality of vision of the left eye at three weeks post lasik treatment. Reporter indicated a flap lift and reposition was performed to smooth out the corneal flap. Flap striae was noted at the inferior position. Reporter relayed patient is now doing better.